Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that during an implant procedure, the implantable cardiac monitor (icm) had a sensing issue; the r wave measurements were low. The device was repositioned four times, but the sensing issue persisted. It was noted the patient was obese, which made positioning difficult. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.